Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger would not stop the medication leaking from the back. There was no report of patient impact. The following information was provided by the initial reporter: patient: female during an infusion preparation (morphine syringe!), all the product has "escaped" from the syringe because there is no longer any retention of the syringe plunger. (Before injection for a patient).

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger would not stop the medication leaking from the back. There was no report of patient impact. The following information was provided by the initial reporter: patient: female. During an infusion preparation (morphine syringe!), all the product has "escaped" from the syringe because there is no longer any retention of the syringe plunger. (Before injection for a patient).